Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported air embolism. Air embolism is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as coronary angiography was performed for removal of air embolism. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was advanced into septum. Air bubbles were observed in left atrium. Coronary angiography was performed for removal of air embolism. The procedure was then performed without further issues. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.